Event description:
A report received from (B)(6) stating that the device will not run. It is known that the device was not used in surgery. There was no injury or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).